Event description:
It was reported that this patient has had a history of inappropriate shocks. This patient recently received an additional inappropriate shock due to t-wave oversensing. The system's sensing vector was reprogrammed to prevent any additional inappropriate shocks. No adverse events were reported.

Event description:
It was reported that this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.